Manufacturer narrative:
Patient identifier not made available from the site. On 03/30/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/31/2016 a medtronic representative, following-up at the site, reported that the surgeon believes the reference frame was bumped. They had already placed 3 of 4 screws when accuracy was lost. They placed the last screw freehand and re-spun to check screw placement and navigation was perfect. On 04/21/2016 software investigation completed. Findings are that it is suspected that the frame-to-patient relationship changed which may have invalidated the registration. Unable to determine probable cause without further information since the behavior cannot be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, an inaccuracy was alleged. After verification of instruments, the surgeon alleged an inaccuracy of ~10 millimeters. Navigation was accurate initially and after a resident was working near the patient reference frame it became inaccurate. The medtronic representative recommended they re-spin the patient. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The instructions for use (fu) which accompanies this device contains the following warnings regarding frame movement: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result." And "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister."